Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture and was found to be dislodged. The device was reprogrammed. The lead was explanted due to an unrelated issue on (B)(6) 2015. The patient was stable post procedure.